Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing rate for this cardiac resynchronization therapy defibrillator (crt-d) was set too low. The caller stated that is was at 40 ppm and should have been set to 60 ppm. He reported that this discrepancy led to what the patient referred to as a near-fatal event. No additional details about the event were available. The caller also asked if he could review the programming history of the device. No adverse patient effects were reported. This device remains in service.